Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and displacement accuracy test. Pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed.

Event description:
The customer reported via phone call that the insulin pump had battery issues. The customer's blood glucose level was 350 mg/dl. The customer reported that they got the alert, need to change battery, they changed battery and it said the battery was still low and tried to replace battery and 5 different batteries and it was still saying battery was low. The customer reported that they saw corrosion and she had issues with the pump that week end and she was having insulin flow block alarm. The insulin pump history showed low battery alert. The insulin pump will be returned or analysis.